Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: before the product was applied to the pt, the medical staff found out that on the surface of the sleeve showed the paint had peeled off. The staff tried a new product, but found the same problem. Finally, the third product was in good condition and was to be used in the surgery. There was no pt involvement.